Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the ventricular perforation is unknown; however, device manipulation and patient factors (preoperative pericardial effusion) might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, left ventricular perforation occurred and surgical open hemostasis was performed. On the next day, the patient passed away due to re-rupture.  The preoperative tee revealed a pericardial effusion. During insertion of the commander delivery system and valve, significant resistance was encountered from the external iliac artery (eia) to common iliac artery (cia). The delivery system was gradually advanced but the patient¿s blood pressure (bp) was decreasing. Increase of the pericardial effusion was observed on tee, which diagnosed with perforation of the left ventricle. The delivery system was once withdrawn. Pericardiocentesis was performed and the bp was then increasing. Percutaneous cardiopulmonary support (pcps) was initiated. A decision was made to perform open surgery and hemostasis. Approximately 7 mm tear was found in a little lateral position from the apex. The tear was sutured 3 stitches and a patch was attached. Hemostasis was obtained and the chest was closed. The patient was transferred to ICU. On the next day, re-rupture occurred in the ICU. Surgical open hemostasis was performed at the bedside. However, the patient could not be rescued and passed away.

Manufacturer narrative:
Reference CAPA-20-00141.